Event description:
This case was reported by a consumer and described the occurrence of myasthenia gravis in a female pt who received corega (super poligrip original denture adhesive cream) cream for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started corega (dental). In 1996, the pt experienced myasthenia gravis. This case was assessed as medically serious by gsk. Treatment with corega was continued. At the time of reporting, the event was unresolved. The pt is concerned that her myasthenia gravis is related to use of super poligrip original denture adhesive cream. Poligrip is manufactured in another country. The lot number for this product is available; however, it is unk if the product will be returned for quality assurance testing.